Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received one inappropriate shock while shoveling snow. Technical services (ts) provided a review, discussed it looks like some sort of rate dependent change and at times like bigeminy. Intermittent oversensing was noted. Ts recommended possible testing options in clinic and recommended troubleshooting options. This sicd remains in service. No additional adverse patient effects were reported.